Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient was very unwell and required an ambulance. The patient was taken to the hospital and diagnosed with dka. Overnight admission on to 2 wards in 2 hospitals. The patient was treated with potassium, sodium and salty water and insulin. At an unspecified time of the event the cgm was reading 7.0 mmol/l and the blood glucose reading was 25.0 mmol/l. At the time of the report the patient was well. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.